Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became disconnected during drain two of five on the homechoice. The patient stated she had gotten up and accidentally tripped on the patient line, causing it to disconnect. The technical service representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.